Event description:
It was reported that the patient experienced hemoptysis and a thrombosis was at the site of perforation. A v-18 control wire was used during treatment on patient for a cardiomems implant. One hour post procedure, the patient had experienced hemoptysis. The patient was then intubated, and a bronchoscopy was performed in which a clot at the site of perforation was discovered. The patient was hospitalized overnight. The site did not treat the perforation or clot. Physician considers that the perforation was likely caused by the v-18 wire. Patient was reported to have fully recovered and was discharged.